Event description:
Prior to surgical procedure technical powered on anesthesia machine and case proceeded. Machine sent to biomedical engineering for evaluation. Machine in service for less than 120 days.